Manufacturer narrative:
The returned lead was only available in fragments. It had been cut through 32.5 cm distal of the df4 connector pin. The proximal fragment was returned for analysis. The returned fragment was checked visually and electrically. 32 cm distal of the df4 connector pin, the lead body had been seriously damaged by squashing and deformation. In this area, the coating of the rope conductors to the ring electrode and to the shock coil was damaged. These damages are, with high probability, the cause of the clinical complaint. The observed damage pattern requires excessive pressure stress on the lead body. The characteristics of the damaged structure of the lead body lead to the assumption of excessive mechanical stress of the lead due to the subclavian crush syndrome. In addition, cuts were detected in the insulation, which probably happened during the explantation. The manufacturing process of this device was reviewed. The production documents showed no anomalies. All manufacturing steps had been carried out correctly. In summary, there were no indications of a material defect or manufacturing error.

Event description:
It was reported that the lead showed increased sensing values approx. 22 months after implantation and the patient received inappropriate shocks. An extraction of the lead was not successful, only the plug could be explanted. During the implantation of a new lead, the subclavian region was found to be narrow.